Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was able to verify the reported issue.  It was observed that an internal hlc battery, designator bt3 from the analog pcb assembly would no longer hold a charge.  As a result, the device would not stay powered on.   Additionally, it was observed that the charge-pak to switch flex cable assembly had non shorting tin whiskers.  The tin whiskers were unrelated to the reported issue.

Event description:
The customer initially reported that their device was showing the charge-pak and attention icons. After evaluation of the device by physio-control, it was observed that the device did not have sufficient power to stay powered on. There was no report of any patient use associated with the reported issue.